Manufacturer narrative:
Investigation summary: bd received six (6) samples from the customer facility for investigation. The 6 samples along with retention samples (selected from bd inventory) were visually evaluated and found to contain additive. Then, the 6 customer samples and retains were tested by titration. All retains and 5 of the customer samples met the required specification for additive quantity; one of the six customer samples generated a result that did not meet the minimum specification requirements for additive quantity. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Additionally, a review of the manufacturing process was conducted for this incident and the defect rate was determined to be within the acceptable aql for this product. Bd technical support services had reached out to the customer and is continuing to work with them to provide troubleshooting and educational resources. Investigation conclusion: based on evaluation of the customer and retain samples, one of the customer samples had not met the minimum specification for additive quantity. All other samples tested met specifications and had no further issues. Root cause description: bd has reviewed specific areas in the manufacturing process where the cause of this issue may have originated and all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Therefore, the root cause of this issue could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd microtainer® tube with k2e (k2edta) clotted and the patient had to be redrawn.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® tube with k2e (k2edta) clotted and the patient had to be redrawn.